Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted for gi bleed and hemoglobin of 5. The patient was given blood and after tests found arteriovenous malformations (avms). The patient was discharged 4 days later.